Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and confirmed the issue was intermittent during cranial software program. The axiem cable was replaced and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The axiem cable was returned to the manufacturer for evaluation and no fault could be found. The returned cable was in good condition with no noticeable external damage to the cable jacket, strain relief, plugs or connectors. A continuity test revealed no opens or shorts. No fault was found.

Event description:
A medtronic representative reported that while in an electrode and probe placement case, the navigation system froze after planning and would not allow any tab to be touched. A hard shutdown was performed. The system froze again on the patient loading screen, no usb or cd. The cd had been loaded the previous day without issue. The screen on the system went back to the blue screen without hitting exit and it froze again. On the third attempt the site was able to register and navigate. There was a reported delay to the procedure of 10 minutes and no impact on patient outcome.